Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft. The pt had a preoperative angiogram with aortic runoff, demonstrating tortuous iliac vessels without significant atherosclerosis. Following uneventful placement of the 23 fr endoaortic clamp guidewire. The guidewire met resistance 1-2 cm distal to the cannula. Angiography was not performed. The surgeon then reinserted the cannula 3 cm more distal in the same vessel and passed the endoaortic clamp guidewire and then placed the endoaortic clamp. The case proceeded uneventfully through completion of the distal anastomoses. While preparing to place a side biting aortic clamp, right radial artery pressure and cerebral blood flow disappeared. An aortic dissection was diagnosed. The surgeon cannulated the ascending aorta through the thoracotomy incision, but cerebral blood flow remained inadequate. A median sternotomy was then performed and arterial return established through a cannula placed into the apex of the left ventricle. Cerebral blood low was re-established by the maneuver. The aorta was repaired and the remainder of the operation completed. The pt remains in a coma.